Event description:
Patient was undergoing embolization procedure with penumbra ruby coil to treat pelvic congestion syndrome. The first ruby coil was delivered through a px slim delivery microcatheter without issue. The second and third ruby coils got stuck while trying to be advanced in the microcatheter, and would not come out of the distal tip. The fourth ruby coil was delivered through the same microcatheter without any issues.

Manufacturer narrative:
Results: the pusher is missing the distal detachment tip (ddt), and the pet lock is still intact. Conclusion : the complaint has been evaluated. The complaint states during deployment, two ruby coils from the same lot got stuck inside of the pxslim delivery microcatheter. During the evaluation of the pxslim microcatheter there was no coil stuck inside of the lumen. After evaluating the pushers it was clear that a force in excess of the tensile strength of the materials was placed on the coils in an attempt to deploy them from the catheter. The exact root cause of this issue could not be determined from the information provided however, it appears that there was an issue with catheter placement during deployment which restricted coil movement inside the catheter. The coils were likely damaged when the physician attempted to push past this restriction and retract the coils to reposition. The kink in the catheter likely occurred after the procedure as there appeared to be no issue advancing subsequent coils. There was no device issues noted other than the damage caused during manipulation in the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with mdrs 3005168196-2013-00307 and 3005168196-2013-00309.